Manufacturer narrative:
(B)(4). Method, results, conclusions - the investigation is still ongoing on this event. When the investigation is completed a f/u report will be sent to the FDA.

Event description:
Service engineer seriously hurt his hand while replacing the hos shim wall filter. Medical intervention was required and engineer was not able to perform his work for 15 days . The part was attracted by the magnet. According to engineer it was not clear to him that the magnet had to be ramped down before this magnetic part could be replaced. Exact details are not known, event investigation has started and a final report will follow.